Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. One day prior to diagnosis, the patient experienced abdominal pain as a manifestation of the event. The following day, the patient experienced turbid pd effluent also a manifestation of the event and was diagnosed with peritonitis and hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and physioneal therapy was ongoing. No additional information is available.